Event description:
The customer contacted (B)(4) regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. She reported that her husband swallowed a washer and coughed it back up. Multiple attempts were made to reach the customer via telephone unsuccessfully. In addition, it was determined that the investigated product is listed among the implicated lots for a nationwide recall initiated by the manufacturer health and life, co., ltd., on (B)(4) 2013. The class 1 recall (z-1371-2013, z-1372-2013, z-1373-2013) was initiated after (B)(4), the importer, became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breathe atomizer. The impacted atomizer serial number ranges are: (B)(4).